Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, loss of capture and high capture threshold were observed on the left ventricular lead. The lead was explanted to resolve the event and the patient was in stable condition.